Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 294 - 300mg/dl. The cause of the elevated bg was unknown; however, customer suspected heat level, or an unrelated sickness possibly contributed. The customer declined further troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.